Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the have an overbite that they want fixed. Their last aligner broke and have no other aligners. Advised boil and bite and requested information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.